Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he started getting error 2 messages at 8:30am on (B)(6) 2019. The patient manages his diabetes with novolog insulin which he self-adjusts, and 20 units of levemir insulin in the evening. He reported that as a result of the alleged issue, he consumed less food on (B)(6) 2019. He indicated that an unknown time later, he developed ¿blurry eyes¿ and, as a result, on (B)(6) 2019, he halved his dose of levemir from 20 to 10 units. He denied using any other device to test his blood glucose levels. During troubleshooting, it was established that the patient had not been using the meter for the first time and there had been no misuse of the device. The cca noted that the patient was using correct onetouch ultra test strips. The patient described the correct testing steps and confirmed that when the power button was pressed, the error 2 did not occur. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Blurry eyes, after obtaining error 2 messages on the meter and consuming less food.